Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during treatment of a calcified, moderately tortuous, 65%-70% stenosed lesion in the proximal common carotid artery, the coating of the guidewire was found to be damaged after withdrawal. An abnormality of the embolic protection device delivery sheath was suspected and may have caused the guidewire coating damage. The embolic protection device was replaced to ensure surgical safety and to avoid embolism or further device damage, and the procedure was completed successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis device returned with the filter basket not loaded within the catheter kink to guidewire no deformation to filter basket floppy tip deformed biologics within clear section of delivery catheter. Distal tip of clear section of delivery catheter deformed. Clear section of the delivery catheter detached from the green delivery catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: no deformation was found before use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.